Event description:
While drilling through the nail for a subtrochanteric femur fracture, the drill bit broke off and became imbedded in the femur of the patient. There was no delay to the procedure. The surgeon immediately determined that it would be safer to leave the bit imbedded in the patient rather than attempt to remove it. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no catalog number or lot number was provided.